Manufacturer narrative:
Block b3: exact date unknown, event occurred last three years from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 17890819.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. There was no device malfunction suspected. All device components were explanted and were retained by the medical facility. The patient was doing well postoperatively.